Event description:
It was reported that the patient presented to the hospital with complaint of pain at implant site. Upon review, it was discovered that the right ventricular lead exhibited intermittent capture. A fluoroscopy was performed, and it was noted that the helix was not fully extended. The lead was attempted to be repositioned however, the lead would not reextend. The lead was explanted and replaced. The patient was in recovering condition.

Manufacturer narrative:
The reported events were helix mechanism issue and intermittent capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. The reported event of intermittent capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.